Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 8/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with a mentor siltex round moderate profile 375 cc saline prosthesis experienced deflation on the right breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on (B)(6) 2018, mentor realized the implantation date was reported incorrectly in the initial report dated (B)(6) 2018. Correct implantation date: (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered two rents of .5 cm (a) and 0.4 cm (b) approximately within an area of siltex cracking on the posterior aspect. A line of shell wear were also observed on the anterior aspect that suggests in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) for the lot number 7305445 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received the following information: right deflation was observed upon consult with patient's physician on (B)(6) 2018. The patient underwent unilateral removal and replacement with a mentor siltex round moderate profile 375cc saline prosthesis on (B)(6) 2018. Capsular contracture baker grade unknown on the left breast prosthesis was indicated during procedure, but was not explanted. At the time of this report, mentor has received no information regarding explant date. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-06137 for the contralateral prosthesis. Manufacturer¿s reference number: (B)(4).